Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the bowel during a laparoscopic hemicolectomy, the device did not fire. They opened a new unit to complete the case. There was no patient injury.